Manufacturer narrative:
The complaint of "during shoulder arthroscopy, the lower jaw has broken" is confirmed. The device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. This device is not manufactured by conmed; therefore, a DHR was unable to be reviewed. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including to avoid lateral stresses to the instrument or device function may be compromised a determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the representative reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial # (B)(4). It was reported that during shoulder arthroscopy, after the anchor was placed into the bone, while the surgeon passed the suture through the tissue, the lower jaw broke apart from the connection point of the device. The broken lower jaw retrieved by grasper." The issue occurred during a rotator cuff procedure involving a (B)(6) female patient weighing (B)(6) on (B)(6) 2019 at the (B)(6) hospital. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with 15-minute delay by using an alternate suture hook due to previous filings for similar issues, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.